Event description:
It was reported in a journal article that a patient with an implantable cardioverter defibrillator (ICD) had reached elective replacement indicator. At the time of the device change out procedure, he was found to have evidence of a chronic indolent pocket infection, despite the absence of prior symptoms and a normal physical examination of the pocket. The patient was evaluated for cardiac implantable electronic device (cied) extraction. It was noted they had difficulty removing the abandoned right ventricular (rv) lead and had to use a laser and outer sheath and the lead was successfully removed. All other products involved were from another manufacturer and were removed. The patient underwent implant of a cardiac resynchronization therapy pacemaker (crt-p) and was discharged. No additional adverse patient effects were reported.